Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient complained about batteries discharging when they are connected on controller white connector. The batteries and battery clips were exchanged and the vad coordinator planned to exchange the controller itself as the white derivation was a little bit damaged.

Manufacturer narrative:
Section d10: additional information. Manufacturer's investigation conclusion: the reported event of alarms on 14v battery power while connected to the power lead was confirmed via log file analysis. The reported event of damage to the white power lead was confirmed. The system controller was returned for analysis and a log file was downloaded for review. The submitted log file spanned approximately 17 days ((B)(6) 2020 per timestamp). There was a low battery hazard on (B)(6) 2020 at 19:16:44 which cleared after a 14v battery was exchanged. During this event, the bus voltage decreased to ~13v which is lower than the expected ~16v. The rsoc voltages during this event were normal at ~3.8 and 3.9v for the white and black cables respectively. This alarm cleared on its own. Throughout the log file it is observed that when connected to battery power, the rsoc voltages on both cables fluctuate without power source exchanges taking place. Although fully charged batteries were not always connected, the batteries would provide an average of 10 hours prior to a low voltage advisory alarm activating. Pump operation was not affected. The system controller passed all preliminary and functional testing. The system controller was run for an extended period on the mock loop and the controller was able to support pump function for extended operation. The reported event of alarms on 14v battery power were not reproduced during testing. Additional information communicated on 03jul2020 indicated that an exchange of the system controller and battery clips resolved the reported event. Damage to the white power lead bend relief was observed, however this did not affect the controller¿s ability to operate a system. The root causes of the reported events were not conclusively determined in this analysis. There were also incidental findings of dim led, broken strain relief, and faded serial label. Heartmate ii instructions for use (doc. #10006960, rev. C) section 3 entitled ¿powering the system¿ and heartmate ii patient handbook (doc. #10006962, rev. B) section 3 entitled ¿powering the system¿ instructs the user not to bend, twist, or kink the power leads of the system controller and addresses how long the 14v batteries provide power to the system controller. Heartmate ii instructions for use (doc. #10006960, rev. A) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. #10006136 rev. B) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (doc. #10006960, rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (doc. #10006962, rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.